Event description:
It was reported by repair work order that the jack was drifting due to malfunctioned jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.